Event description:
It was reported the device was used during a colon procedure. It was reported by the affiliate that the staple line was leaking. A new device was used to complete the case. There was no pt consequence.